Event description:
The customer reported the autopulse platform (sn (B)(6) previously displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message during a morning battery swap but the ua45 was cleared by rotating the drive shaft to the home position. During use on a patient, the platform displayed fault code 27 (encoder fault), ua34 (encoder failure), and "ua37" after less than 1 minute of compressions. (Ua 37 is not implemented within the autopulse platform and is not listed as a documented error code.) The crew switched to manual CPR immediately and manual CPR was continued for the duration of the call. The patient was pronounced dead by a doctor at the receiving hospital's ER. Return of spontaneous circulation (rosc) was never achieved. Currently, during morning battery rotation, the platform is displaying fault code 27 upon powering on. Ua37 was not reproduced.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6) displayed fault code 27 (encoder fault) was confirmed during archive data review and functional testing. The reported complaint of user advisory (ua) 34 (encoder failure) was confirmed during archive review but not during functional testing. The root cause for both fault codes was due to a failure of the integrated encoder gearbox. The customer complaint that the platform displayed ua37 was not confirmed during functional testing or archive review. Ua 37 is not implemented within the autopulse platform and is not listed as a documented error code. A review of the archive data showed multiple fault code 27 and ua34 errors starting on march 16: thus, confirming the reported complaint. The autopulse stopped compressions multiple times due to fault code 27, and the platform powered on multiple times to ua 34. The autopulse platform failed initial functional testing due to the displayed fault code 27 upon powering on, thus confirming the reported complaint. Ua34 was not reproduced, however, the root cause for both fault code 27 and ua34 is the failure of the integrated encoder gearbox. The integrated encoder gearbox needs to be replaced to remedy fault code 27 and ua34. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaints of fault code 27 and ua34, and there was no previous history of complaint reported for autopulse platform with sn (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.